Event description:
Caller alleged false negative troponin (tni) results for one pt. Pt presented with a 6/52 history of intermittent chest pain. Pt was admitted (B)(6) 2011. Initial ECG was not diagnostic. Initial risk stratification was of moderate risk. (B)(6) seen by cardiologist and taken to cath lab for angiogram. Had pci with des biomatrix stent to obtuse marginal branch of the circumflex artery. Prescribed aspirin lifelong, clopidogrel for one year, secondary prophylaxis, stop smoking, cardiac rehab, opd echo and cardiology follow-up in 4 months. Pt was discharged (B)(6). Lab high sensitivity troponin (hs tni) is classed as positive when over 70.

Manufacturer narrative:
Investigation pending.